Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported there was a possible granuloma. The catheter was explanted. No further information was provided. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the device found no significant anomaly. The catheter was incomplete/returned in segments.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the catheter was leaking to the patient's right side and not getting the pump medication to the patient's spinal cord. The patient stated that they had told the physician they had pain in (B)(6) 2016 and the physician did a dye study and found the issue. The catheter was replaced on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.